Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was closure of an unspecified access site using two prostyle device using the pre-close technique prior to a infrarenal aortic aneurysm interventional procedure. Reportedly, a failure was observed in one of the devices, making it impossible to adequately complete the closure as planned. Given the intraoperative event and with patient safety as a priority, conversion to conventional open surgery was chosen. Surgical exposure of the artery was then performed to obtain direct vascular access, allowing the procedure to be continued and completed in a safe and effective manner. The infrarenal aortic aneurysm procedure was completed. Hemostasis was achieved via surgical intervention. No additional information was provided.